Event description:
Caller reported tandem mobi cartridge alarm during load process. Blood glucose level did not exceed 500 mg/dl. Caller was instructed to remove cartridge and deliver 9-unit bolus, which was successful. Caller reloaded original cartridge and resumed insulin therapy, and issue was resolved.